Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the device failed to fire properly. The device partially fired and cut, and the staples were not being formed properly. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 03/18/2009. Info anticipated, but unavailable at this time.